Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated it got infected and swelled up like a brick. Ps (patient services) asked if patient was referring to ins site and patient did not know. Patient also reports she felt stim sensation near her butt crack initially and then it moved to her vagina and it¿s not a sexual feeling but it¿s weird. Patient decreased amplitude but now it¿s helping her symptoms. Ps reviewed expectations regarding stim sensation and amplitude adjustments. Reviewed option to change programs and recommended speaking with managing doctor regarding program use. Patient has an appointment with managing doctor next week. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.